Manufacturer narrative:
H6: investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h10.

Event description:
It was reported that the bd insyte¿ autoguard¿ catheter experienced a needle that would not retract. The following information was provided by the initial reporter: the safety lock mechanism of the device didn't work. The situation didn't cause any damaged because the failure occurred soon after the puncture. The device was removed and a two-path extensor was connected.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ catheter experienced a needle that would not retract. The following information was provided by the initial reporter: the safety lock mechanism of the device didn't work. The situation didn't cause any damaged because the failure occurred soon after the puncture. The device was removed and a two-path extensor was connected.